Manufacturer narrative:
(B)(4). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Explanting physician reported patient surgery with intense pain in mamma, stony hardness. Image studies performed on both mammas where it is appreciated big collections of periprosthetic liquid and bilateral rupture. This relates to the left side. The device has been explanted.